Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that defibrillation tolerances are out of range on their device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic device records were reviewed by customer quality engineer and the reported issue was not able to be verified. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that defibrillation tolerances are out of range on their device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.